Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-aug-2015, an fse the customer location and inspected the main arm. He found the lead screw was a dirty, and then tested its functionality - made a loud screech noise - dry/dirty lead screw causing intermittent z-axis home overrun errors. The fse cleaned and lubricated the lead screw for the main arm. Tested functionality with maintenance screen - no issue. The operator ran several racks with no issues. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a lead screw dry/dirty causing too much friction for the main arm.

Event description:
On (B)(6) 2015, a customer reported main arm z-axis home overrun errors in multiple occasions with their aia-2000 analyzer. The customer was unable to run beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.